Event description:
Dressing loose on edges during shift change assessment so dsg changed. Alcohol swab sticks used to loosen adhered parts of dsg from patient's leg. Once dsg off leg was noted to be moist. Area cleaned well & once dry I coiled the extra tubing from PICC onto leg, & once tubing was ready to secure w/steri strip noted moisture again. Area dried, tubing dried & again attempted to coil tubing & secure-again noted moisture. When tubing examined closely very small leak noted on PICC tubing appx 1cm from hub. Lip notified, PICC d/c'd & piv started. New ivf obtained (fluids running were for central line, not peripheral) & hung.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.